Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-00087. It was reported the patients lead displayed high impedance. Surgical intervention may be pending to address the issue. Note: all of the patient's leads are being reported as it is unknown which lead has high impedance.

Event description:
Related manufacturer reference number: 1627487-2020-00087. It was reported during follow up the patient underwent surgical information during which the patients leads were explanted and replaced.

Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Event description:
It was reported during follow up the patient has effective therapy and the issue has resolved.